Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported mitral regurgitation appears to be related to the tissue damage. However, a conclusive cause for the tissue damage cannot be determined. The reported patient effects of tissue damage and mitral regurgitation as listed in the IFU are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip is being filed under a separate medwatch report number.

Event description:
This is filed to report post mitraclip procedure, the patient returned with increased mr, and leaflet tear requiring medical intervention. It was reported that the index mitraclip procedure was performed on 04/27/2018 to treat mitral regurgitation with grade 4. Two clips (80224u114, 80224u115) were implanted reducing mr to 1. On (B)(6) 2020, the patient returned with significant mr increase of grade 4 and a leaflet tear was noted. A clip (91204u114) was implanted, but gradient went up to 6 mmhg and mr was not reduced. Two vascular plugs were used to successfully complete the procedure, reducing mr to 2. The patient is fine and there was no clinically significant delay in the procedure. No additional information was provided.